Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report. This is the same patient/event as MFR # 2249697-2009-00548.

Event description:
It was reported that, "the patient underwent revision of a scorpio total knee done in 2000 by a different surgeon due to osteolysis around the tibia, and loosening of the tibia, and poly wear. All of the above implants were removed including the femur to allow better access to the tibia."